Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00975 it was reported that patient experienced ineffective therapy and only felt stimulation at pocket site. X-rays revealed that both leads migrated. Lead diagnostics showed no high impedances. No major falls or trauma. An abbott representative attempted reprogramming to no avail. Surgical intervention was undertaken on (B)(6) 2023 wherein one lead was repositioned, and the other lead was explanted and replaced. Effective therapy was restored, and pocket stimulation was resolved.